Manufacturer narrative:
Additional attempts to the pt's peritoneal dialysis nurse have been made with no additional info provided. The MDR includes all event info received to date. A supplemental report will be submitted upon final completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported that he had an infection in his blood that is not cycler related and he has been on medication for 9 days. His physician put him on a 14 day course of antibiotics which he takes before using cycler.